Event description:
Additionally hcp reported, xen® gts was implanted in the right eye. Approximately one and half month later, patient experienced endophthalmitis. And further noted, it as blebitis. The next month, the device was explanted. And conjunctival graft placed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "blebitis" is a physiological complication. And analysis of the device generally does not assist allergan in determining, a probable cause for this event.

Manufacturer narrative:
The event of endophthalmitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a xen® gts post-operative event described as "endophthalmitis" in the unknown eye.